Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
On 2013 (B)(6), it was reported by a consumer, that the patient experienced going in and out of withdrawals for 22 days after the pump was explanted. Reportedly, the health care provider had not managed the patient's care. The patient had a big ole spot that bled and a growth the size of a grapefruit from the blood protruding from the stomach after the explant. The patient also experienced high blood pressure which was not normal for this patient. The patient was told the withdrawal would not last as long as the 22 days and reportedly was administered 2 milligrams of oral dilaudid during the withdrawal which had not worked. It was not known what medication this device system had delivered. On 2013 (B)(6), the explanting hcp reported that the pump and catheter were explanted at the patient's request. The patient had a left lower quadrant abdominal hematoma that was evaluated with ultrasound on (B)(6) 2013. At that time it measured 5.9 x 2.8 cm and evolving. There was no hospitalization required. The pump was delivering dilaudid. On 2015-08-14, additional information was received from an hcp, via a company representative. Indications for pump use prior to explant included non-malignant pain and failed back surgery syndrome. The hcp stated that the explanting hcp "ripped it out" on 2013 (B)(6) in the little clinic in the basement of their office. The patient had a sling around them when they woke up. Subsequently, the patient bled internally, their arteries were cauterized in places, and they were throwing up. The patient had to go back to the emergency room (ER) twice, once because they had a blood patch; they patched them up and sent them home. The hcp did not have any additional information. Additional information was requested of the explanting hcp regarding the presence of a cerebrospinal fluid (csf) leak, resolution of any csf leak, date of the blood patch, symptoms reported (with regard to the csf leak), troubleshooting/diagnostics, outcome with regard to the remaining symptoms, medical history, and concomitant meds. If additional information is received, a follow-up report will be sent.